Event description:
A pt suffered burns to the inside of the mouth when cauterizing the tonsil bed. A conmed electrosurgical pencil with a 139104ext blade was being used. The child did not need any follow up treatment other than she needed IV fluids the next day due to failure to drink. A valley lab electrosurgical generator was used during this procedure; pencil was a conmed disposable and was thrown out. Suspect pencil electrode was retained and will be returned to conmed electrosurgery for eval.

Manufacturer narrative:
Suspect electrode has not been received by conmed for eval. Eval findings will be forwarded to the FDA once the suspect device is received and evaluated.